Event description:
While performing a polyp removal procedure, staff noticed that the needle on the biopsy forceps was sticking out sideways (outside of its usual/correct position). Noticed during 5-6 biopsy pass (estimated). The biopsy forceps were removed immediately. Dates of use: (B)(6) 2016.